Event description:
The event involved a customer allegation against the device that had a burning smell but the staff could not replicate it. During testing and investigation, the pump would not power up. After the pump was opened, it was observed that mcu (microcontroller unit) board had a burnt component. Mcu pwa (printed wiring assembly) was replaced and the pump passed all the testing. Testing could not determine the probable cause for the burnt component. There was no patient involvement, no adverse event and no delay in critical therapy. No additional information was provided.